Event description:
The facility reported a pump with failure code 570:320 and depleted battery. Occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital rep.